Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via superficial femoral artery utilizing a contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.